Event description:
It is reported that during the surgery, the zimmer guide wire jammed inside the zimmer nail. The guide wire and the nail had to be removed and replaced. The surgery took another 1.5 hr longer. No harm was done to the pt.

Manufacturer narrative:
We are reporting this case since the surgery was prolonged for 1.5 hrs. No harm was done to the pt. Zimmer (B)(4) considers this case as closed. (B)(4).